Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported the patient presented to the ER after receiving multiple shocks. Review of egms showed oversensing. X-ray revealed the lead had dislodged. The lead was explanted and replaced when repositioning was unsuccessful.